Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for high blood glucose. Customer's blood glucose was 600 mg/dl at the time of admission. The customer stated the cause of their hospitalization was diabetic ketoacidosis. Customer also stated they were on medications that caused high blood glucose. The customer reported being hospitalized for 7 days. Customer also reported having a low blood glucose of 30 mg/dl the previous night due to a sinus infection. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.